Event description:
A 77 yr old female suffered asystole arrest at a nursing home. The paramedics attempted to suction the pt without success. They plugged the charger into the wall and again tried to suction the pt without success. They then used the nursing home's suction unit. The pt died on scene. The paramedics do not believe the device malfunction caused or contributed to the pt's death.